Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced bacterial vaginosis, pain, incontinence, bleeding and dyspareunia. A second aris mesh placement was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.